Manufacturer narrative:
Customer discarded product.

Event description:
The user facility reported that there was a hair in the package found during preparation of a surgery. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.